Event description:
The plainliff alleges that while employed as a licensed practical nurse they wore and was exposed to latex gloves and in 1997 was diagnosed with a type I latex allergy. They alleges that they suffered form, inter alla, hand and body sores, hand dermalilis, runny eyes and nose, itchy eyes, shortness of breath, and anaphylaxis. They further alleges that they were unaware of a disease caused by wearing latex protein, unaware that their symptoms were caused by wearing latex that they were undergoing by wearing latex gloves. Furthermore, they alleges that they are at risk of suffering further anaphylaclic reactions when they come into contact with many different commonly used products that contain the natural latex protein. They allege that they have suffered severe and irreversible type I latex allergy. They further allege that they are unable to enter a medical or hospital environment where latex proteing permeate the air. Furthermore they allege that they must live their life in constant vigilance for the presence of latex products. They allege that they are severely restricted in their life as to where they can go, and what they can do with their life, with their career, and with their family. They further allege that they have suffered and will continue to suffer in to further, severe emotional distress, and an inability to engage in their normal activities. Furthermore they allege that they have suffered physical injuries, great despair, and loss of enjoyment of life, all of which are of a permanent, continuing and life threatening natures. Finally they allege that they have suffered great loss and depreciation of their earnings and earning capacity and will continue to suffer same for an indefinite time in the future.